Event description:
Caller reported damage to the pump housing and usb port, stating that screws no longer secured the plastic piece, compromising the pump's watertight integrity. There was no adverse impact to the customer¿s blood glucose level. The pump was set to be replaced due to touchscreen issues, which was a related concern addressed by the technical support team. Customer will continue to use current pump.